Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) checked the tank on the iabp as well as a tank on top on the iabp (sitting on top, but not connected). Both of the tanks were empty. The fse replaced the tank with a known full tank. The iabp performed as expected, showing a full helium icon. The fse verified that the iabp displayed full on the analog gauge. (It appears that the customer installed what they believed was a full tank, but turned out to be empty, which caused them to believed that the iabp was malfunctioning). The fse calibrated both helium transducers. Then performed full function and safety tests. The iabp was then returned for clinical use. ECG cable and lead wires were replaced as a precaution due to customer blood contamination, unrelated to the call.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was not showing any of the helium icons on the screen. There was no patient involvement or adverse event reported.